Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water entered inside from the cut of the cable and no image displayed occurred. The cause of the faulty cable being flooded could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a circuit board failure. Additional issues were identified during the device evaluation: the cable was flooded, had scratches and was twisted, and the connector was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during preparation for a therapeutic procedure, the high definition autoclavable camera head while being used with the visera elite vídeo system center, presented with no image. The intended procedure was completed with a similar device with no delay. There were no reports of patient harm associated with this event.